Event description:
Related manufacturer reference number: 2017865-2021-25640. It was reported a patient's implantable cardioverter-defibrillator (ICD) presented with far p-wave oversensing and the right ventricular (rv) lead had loss of capture. Programming changes were made for the ICD. The patient experienced a small myocardial infarction in which the rv lead helix caused scarring. In a later procedure on (B)(6) 2021, both the ICD and rv lead were explanted and replaced. Post-procedure the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.